Event description:
The patient contacted animas on (B)(6) 2012 alleging a brief loss of power with possible moisture ingress. Animas customer support contacted the patient in follow up on (B)(6) 2012. During the follow up conversation, the patient stated there was no visible damage to the pump or the keypad and that the battery cap had been replaced a few months ago and did not have a visible yellow o-ring at the time of the power interruption. The patient stated that there were no signs of moisture to the pump. The patient reported that the pump lost power one additional time when the battery was changed. The patient reported removing the battery and insulin cartridge and allowing the pump to sit unused for a few days, put a new battery in the pump and it powered on properly and worked fine. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power interruption remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 01/02/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows evidence of an unexplained power on reset. The battery cap was not returned. No damage found to the battery compartment. A new test cap was able to fully tighten to the pump with no yellow o ring showing. The test cap was used to execute a one unit per hour basal program in the pump for a 24 hour duration period. No power issues were duplicated during this time. Review of the black box verified the power complaint but it could not be duplicated during the investigation process.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.